Event description:
Caller reported that the pump battery would not charge despite using a tandem charging cable and attempting to charge it through different wall outlets and adapters. There was no adverse impact to customer¿s blood glucose level. Cts instructed the caller to put the pump into storage mode and return it using a pre-paid label within 10 days after confirming the warranty status. A replacement pump was arranged, and the caller planned to continue using the current pump as a backup.